Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up visit, this left ventricular lead displayed increased threshold measurements. An x-ray revealed this lead was dislodged. A revision procedure was performed. This lead was removed and replaced successfully. The patient with this lead is not pacemaker dependent and experienced no adverse patient effects. Acceptable measurements were obtained post procedure.